Event description:
It was reported that the patient experienced a return of symptoms that occurred "at the time of a pump replacement" that took place on (B)(6), 2011. The symptoms included back pain, irritability and severe spasticity for 5 days. Conflicting information was given in a later report that following a pump replacement in (B)(6), 2011 the patient developed back pain. The patient was admitted to the hospital for another surgery to replace a kinked "tube" on the pump. Three days after the surgery, the patient developed a detached retina of the right eye which caused her to have poor vision in that eye. The patient had no history of detached retina prior to the occurrence. The patient underwent a procedure to surgically repair detached retina and was hospitalized overnight. Approximately 1 month later the patient again experienced a detached retina in the right eye. The patient was treated with injection of an oil bubble as an outpatient procedure. In (B)(6), 2012 the patient developed severe back pain which made it difficult for her to sit or lay down. The patient was treated with oral pain pills and was admitted to the hospital to have the pump removed. The patient was switched to oral baclofen. The patient stated that "the multiple sclerosis had gotten worse, more spasms, since switching form pump to oral administration". The patient had little back pain "but not as bad as it was prior to removing the pump". In (B)(6), 2012 the patient again developed a detached retina of the right eye. The patient was again treated with injection of an oil bubble outpatient. The patient stated that her vision in her right eye was improving. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Refer to attached medwatch report #aco (B)(4).

Manufacturer narrative:
The medwatch report should have been attached to the initial report.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2003, product type catheter product ID (B)(6), lot# serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type pump, product ID (B)(4), lot# n276345013, implanted: (B)(6) 2011, product type accessory. (B)(4).